Event description:
It was reported that the implantable neurostimulator (ins) ¿didn¿t work anymore.¿ it was noted that the ins had not worked ¿for a long time¿ and had ¿just sort of stopped working over time.¿ it was noted that the device had never helped the patient very much with pain relief.

Manufacturer narrative:
Concomitant products: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 1995, product type lead (x2); product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type extension. (B)(4).